Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 40 mg/dl. The customer's blood glucose level at the time of the incident was 55 mg/dl and current blood glucose level was 136 mg/dl. The customer was treated with glucose tablets. The customer was changing the pump sites every 4-5 times a day. The customer also reported that she had diabetic ketoacidosis before being on the pump. The customer was advised to discontinue from set and remove the reservoir from the pump. The insulin pump will not be returned for analysis.